Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with symptoms? Was there any precipitating stress factor for the suture event? What intervention was performed for this suture event? Date of reoperation? Where did the suture break; middle, distal to breakage of tab? What were the findings on re-operation? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent total knee replacement on an unknown date and barbed suture was used to suture the knee capsule. The patient returned to the doctor for a follow-up visit and the doctor noticed the incision was not healing and the capsule had ruptured in the knee. The patient underwent additional surgical procedure. During the procedure, the surgeon discovered the tab on the barbed suture had detached and the suture was loose in the fascia of the capsule. It was not reported how the procedure was completed. Additional information has been requested.